Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b5, d4 (UDI #). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gynecological myomectomy procedure, in suturing the uterine wound, after two or three stitches while employing continuous suture technique, the thread broke. Part of the thread fell into the patient's cavity and was not retrieved. To resolve the issue, another suture was used.

Event description:
According to the reporter, during the laparoscopic gynecological myomectomy, in suturing the uterine wound, after two or three stitches while employing continuous suture technique, the thread broke. Part of the thread fell into the patient's cavity. To resolve the issue, another suture was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The needle was returned attached to the suture. The suture was returned broken at the barbed section, 10 1/2 inches from the needle attachment with the loop end missing. The foil pouch was inspected and no signs of damage or abnormalities were identified. It was reported that after two or three stitches, while employing continuous suture technique, the thread broke and part of the thread fell into the patient's cavity. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.